Event description:
Per the clinic, the patient experienced an inflammation and infection in the middle ear. Subsequently, the device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device on (B)(6) 2025.